Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and was unable to walk straight was a little wobbly. Blood glucose level at the time of the incident was unknown. Customer stated that sensor was reading high, he bolused more, and the sensor glucose did not come down until he took a manual injection. Customer ran out of insulin, changed set, ate dinner and then sensor glucose started running. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using manual injection and insulin pump. Customer does not alleged insulin pump was under delivering. Customer stated the drive support cap appeared normal. Customer stated no large bubbles were found only small bubbles of 1 mm were found. The insulin pump will not be returned for analysis.